Event description:
Stapler was loaded and placed into the trochar. Doctor attempted to open the stapler in abdomen. Stapler would not straighten or open. Operating room technician (ort) could not open the stapler. Stapler was removed with the trochar around it.